Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, to report on behalf of patient, that on (B)(6) 2016 the receiver rebooted and worked for about 6 days. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was charged but failed to boot. The device was visually inspected and the usb port connector was broken. The data log could not be retrieved and functional testing could not be performed. The complaint confirmation could not be determined. The root cause could not be determined.